Manufacturer narrative:
A united states (us) customer reported observation of elevated advia centaur high-sensitivity troponin I (tnih) results for two patient samples which were discordant relative to repeat testing. Siemens healthcare diagnostics has concluded investigation of the event. Siemens review of assay quality control (qc) data did not show any issues, and no issues were reported for other samples. As a result, reagent performance issues were ruled out as a probable cause. Return of the patient sample for investigation is not warranted, as the discordant results were not reproducible. Instrument performance was reviewed and the system was subjected to comprehensive on-site service. No instrument issues were identified. The service engineer performed tnih precision testing with acceptable results. Although a definitive root cause could not be identified, based on the available information, the issue is consistent with the effect of preanalytical variables (sample quality issues). No product problem was identified. The issue was resolved by routine troubleshooting. The customer is operational, and there are no residual issues.

Event description:
The customer reports observation of elevated advia centaur high-sensitivity troponin I (tnih) results which were discordant relative to repeat testing while using lot 099.initial elevated results were obtained for two patients. These initial results were reported to the physician(s), who questioned the results. Both samples were subjected to repeat testing on the same advia centaur cp instrument. Lower results were obtained in repeat testing. The lower repeat results were reported to the physician(s) as the correct results. A corrected report was issued based on the repeat testing.there are no known reports of patient intervention or adverse health consequences due to the discordant elevated tnih results.